Manufacturer narrative:
This issue was the result of excessive eye movement during the capsulotomy and throughout the procedure. The eye shifted approximately 240 microns in x and 120 microns in y during the capsulotomy (frames 3 through 7). Approximately 80 degrees of the capsulotomy did not complete/break-through. The patient pulled away in z resulting in most of the capsulotomy being fired in the anterior chamber. The patient continued to move throughout the surgery. Further evidence of the movement can be seen by the way the layers/bands fired during the surgery did not overlap. From the images, it did not appear that the back of the bag was violated during the procedure. Anterior and posterior clearance was set to 1.56 with an lens thickness of 4.88. The fragmentation was restricted to less than 2mm in the lens. The tear out most likely occurred when the cap was being removed or when the polar cataract at the posterior of the lens was cracked during removal. The doctor reported that the iol was glued to stay fixated in the eye. Post op she is 20/70 with some small cortex still floating in the eye. He believes this will reabsorb and looks for the patient to continue to heal.

Event description:
On 10/08/2018 a doctor reported to lensar cas that he had a case with capsular run out. He said had "like machine gun shot 6 places with 2-3 tear outs and destroyed the bag." A vitrectomy was performed due to capsule tear out. Anterior vitrectomy, iol placed, and sutures.

Manufacturer narrative:
This issue was the result of excessive eye movement during the capsulotomy and throughout the procedure. The eye shifted approximately 240 microns in x and 120 microns in y during the capsulotomy (frames 3 through 7). Approximately 80 degrees of the capsulotomy did not complete/break-through. The patient pulled away in z resulting in most of the capsulotomy being fired in the anterior chamber. The patient continued to move throughout the surgery. Further evidence of the movement can be seen by the way the layers/bands fired during the surgery did not overlap. From the images, it did not appear that the back of the bag was violated during the procedure. Anterior and posterior clearance was set to 1.56 with an lens thickness of 4.88. The fragmentation was restricted to less than 2mm in the lens. The tear out most likely occurred when the cap was being removed or when the polar cataract at the posterior of the lens was cracked during removal. The doctor reported that the iol was glued to stay fixated in the eye. Post op she is 20/70 with some small cortex still floating in the eye. He believes this will reabsorb and looks for the patient to continue to heal.

Event description:
On (B)(6) 2018, a doctor reported to lensar cas that he had a case with capsular run out. He said had "like machine gun shot 6 places with 2-3 tear outs and destroyed the bag." A vitrectomy was performed due to capsule tear out. Anterior vitrectomy, iol placed, and sutures.